Event description:
The pt rec'd two pns (off-label) leads from the same lot number. It was reported one of the pt's leads eroded through the pt's skin. F/u identified the pt's lead was explanted on (B)(6) 2014. In addition, the pt was prescribed antibiotics.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.